Manufacturer narrative:
On 7-oct-2021, the suspected medical device was returned for evaluation. On 14-oct-2021, mentor received additional information regarding the implantation date and revision surgery. The implantation date was initially reported as 16-aug-2016. However, additional information revealed that it was 16-sept-2016. The relevant field has been updated. The patient underwent bilateral removal and replacement with two 380cc mentor smooth round high profile prostheses (catalog #: 3503380, left serial #: (B)(6), right serial #: (B)(6)). On 15-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, microscopic examinations, and shell thickness measurements of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and a tear was identified in the anterior view measuring approximately 0.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 330cc mentor smooth round high profile prosthesis and experienced right-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.